Event description:
Customer reportedly received result of 196 mg/dl on the aviva nano system and result of 90 mg/dl on the aviva expert system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 490233, expiration date 08/31/2012). Reference medwatch report with (B)(6) for the suspect device used in the aviva expert system.